Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient subsequently underwent the water vapor therapy procedure on (B)(6) 2023 with anesthesia and was prescribed antibiotics. The patient was given 2 treatments in the right lobe, 2 treatments in the left lobe. The procedure was completed without any adverse events, device issues, and was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home on (B)(6) 2023. On (B)(6) 2023, 3 days post-procedure, the subject presented with lower urinary tract symptoms (luts). The event was treated with ciflox and resolved on (B)(6) 2023. This event was not related to the generator and not related to the delivery device, but it was possibly related to the water vapor therapy procedure.

Event description:
It was reported that a patient subsequently underwent the water vapor therapy procedure on (B)(6) 2023 with anesthesia, and was prescribed antibiotics. The patient was given 2 treatments in the right lobe, 2 treatments in the left lobe. The procedure was completed without any adverse events, device issues, and was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home on (B)(6) 2023. On (B)(6) 2023, 3 days post-procedure, the subject presented with lower urinary tract symptoms (luts). The event was treated with ciflox and alfuzosin. On (B)(6) 2023, the subject continued to have persistent bladder urgency, nocturia, frequent urination, urinary urgency and urge incontinence. The source notes de novo overactive bladder. A cystoscopy in (B)(6) 2024 showed normal bladder, enlarged prostate, obstructive, tight neck. Luts persisted, and on (B)(6) 2024, the subject requested surgery, resulting in a planned hospitalization on (B)(6) 2024. On (B)(6) 2025, the event became serious due to the lack of efficacy of the rezum treatment, and led to hospitalization on (B)(6) 2024. The patient underwent a laser enucleation procedure on (B)(6) 2024 and was discharged on (B)(6) 2024. The event resolved on (B)(6) 2024. This event was not related to the generator and not related to the delivery device, but it was possibly related to the water vapor therapy procedure.

Manufacturer narrative:
B5. Describe event or problem: additional information received corrected the newly developed anterior urethral anomaly to notes de novo overactive bladder which updated h6. Patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient subsequently underwent the water vapor therapy procedure on (B)(6) 2023 with anesthesia, and was prescribed antibiotics. The patient was given 2 treatments in the right lobe, 2 treatments in the left lobe. The procedure was completed without any adverse events, device issues, and was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home on (B)(6) 2023. On (B)(6) 2023, 3 days post-procedure, the subject presented with lower urinary tract symptoms (luts). The event was treated with ciflox and alfuzosin. On (B)(6) 2023, the subject continued to have persistent bladder urgency, nocturia, frequent urination, urinary urgency and urge incontinence. The source notes newly developed anterior urethral anomaly. A cystoscopy in (B)(6) 2024 showed normal bladder, enlarged prostate, obstructive, tight neck. Luts persisted, and on (B)(6) 2024, the subject requested surgery, resulting in a planned hospitalization on (B)(6) 2024. On (B)(6) 2025, the event became serious due to the lack of efficacy of the rezum treatment, and led to hospitalization on (B)(6) 2024. The patient underwent a laser enucleation procedure on (B)(6) 2024 and was discharged on (B)(6) 2024. The event resolved on (B)(6) 2024. This event was not related to the generator and not related to the delivery device, but it was possibly related to the water vapor therapy procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient subsequently underwent the water vapor therapy procedure on (B)(6) 2023 with anesthesia and was prescribed antibiotics. The patient was given 2 treatments in the right lobe, 2 treatments in the left lobe. The procedure was completed without any adverse events, device issues, and was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home on (B)(6) 2023. On (B)(6) 2023, 3 days post-procedure, the subject presented with lower urinary tract symptoms (luts). The event was treated with ciflox. On (B)(6) 2025, the event became serious due to the lack of efficacy of the rezum treatment, and led to hospitalization on (B)(6) 2024. The patient underwent a laser enucleation procedure on (B)(6) 2024 and was discharged on (B)(6) 2024. The event resolved on (B)(6) 2024. This event was not related to the generator and not related to the delivery device, but it was possibly related to the water vapor therapy procedure.